Event description:
It was reported that the patient presented to the hospital for a follow up on (B)(6)2023 with non-sustained right ventricular oversensing (nsrvo) alerts. During examination, it was noted that the right ventricular (rv) lead was sensing noise. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.